Manufacturer narrative:
The mix chamber required replacement due to cork material debris that clogged the port in the mix chamber. The issue was resolved when the fse replaced the mix chamber. (B)(4).

Event description:
Customer called to report a bloody leak from the nucleated red blood cell (nrbc) mix chamber of the unicel dxh 800 coulter cellular analysis system. The fluid had leaked to the magnetic transfer area (for cassettes) of the instrument. The volume of the leak was approximately 25 cubic centimeters. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The field service engineer (fse) inspected the instrument and found leaking around the mix chambers. The nrbc mix chamber was replaced because the drain port was plugged with cork material from the tube caps. The fse then verified proper instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer has not called back to report any further issues relating to this event.